Event description:
Boston scientific received information that this patient had been lost to follow up since 2009. During a routine clinic visit, it was noted that the device has been in storage mode since (B)(6) 2010. The caller attempted scheduling a device changeout for the following day. However, the patient refused and stated he would contact his physician after the first of the year. There were no reports of hearing tones from the device. The patient was informed of the limited device operation in this mode. No adverse patient effects were reported.

Manufacturer narrative:
According to our resources, the device remains implanted. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
----

Manufacturer narrative:
Additional information was received in (B)(4) 2012 that this device was subsequently explanted and replaced. The boston scientific sales representative who was present at the procedure stated the device was explanted for normal battery depletion. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.